Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited noise on the ventricular rate/sense channel. Neither pacing inhibition nor inappropriate shock therapy were reported. A guidant technical services (ts) consultant discussed the advisory related to this lead family, and that this lead falls within the affected long is-1 terminal pin group. To date, there have been no reported patient symptoms associated with this clinical observation. This implantable cardioverter defibrillator (ICD) was explanted for normal battery depletion. There were no allegations towards this device.

Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited noise on the ventricular rate/sense channel. Neither pacing inhibition nor inappropriate shock therapy were reported. A guidant technical services (ts) consultant discussed the advisory related to this lead family, and that this lead falls within the affected long is-1 terminal pin group. To date, there have been no reported patient symptoms associated with this clinical observation.

Manufacturer narrative:
The device was replaced with another guidant device. There was reported an insulation breach 5 mm from the pin tip. It is not known if the sensitivity on this rv lead was modified. Additional information provided indicates that this lead was going to be explanted. However, our records indicate this lead is still implanted. If any additional information related to this incident becomes available, this event will be updated. Additional information has been received that this right ventricular (rv) lead remains implanted and in service. A device upgrade has been performed and this lead remains implanted with the new device. No new allegations or adverse effects have been reported.